Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. H11: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq crashed.

Manufacturer narrative:
H11 updated: the customer reported that mosaiq crashed. The investigation was completed by conducting a thorough evaluation of the product and the reported information. From the machine logs the investigation found that the issue of the lost connection was due to a problem with the communication transport which caused the treatment delivery to be missed and treatment was not recorded. When this network communication issue occurs, the prescribed treatment is delivered as intended; however, the network communication layer may or may not transmit the treatment data to the sequencer application for recording. Review of the record, user messages, and/or in operation of the software will make clear to the user that the provided treatment has not been recorded. As the treatment is delivered as prescribed, no serious injury or death occurs, nor would either be foreseeable if the event were to recur. Mosaiq did not have any malfunction and is working as designed and intended. Based on the available information, there was no patient mistreatment.